Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular (rv) lead was not capturing. Upon flouroscopy it appeared the lead had pulled back into the superior vena cava (svc). The lead was explanted and a new rv lead was placed without complication. The patient was stable.